Event description:
Whilst transferring the resident from her bed to a chair, the left-hand leg folded on the lifter tipping the lifter to one side. The staff supported the resident, assisted by the maintenance mgr managed to transfer the resident safely without incurring any injuries to both resident and staff. (B)(4).

Manufacturer narrative:
An arjo investigator visited the facility to inspect and test the lifter involved. Upon investigation, it was noted the maintenance mgr had already removed the leg lock lever knobs to prevent a reoccurrence of the problem. The lifter was tested and performed to specification. No other faults were found. Based upon the report received, the exact cause as to why the leg lock released remains unk. However, it is considered possible the leg lock knob may have been caught up under the bed or chair and upon moving the lifter released the leg lock. The actions carried out by the maintenance mgr was the correct one to do disabling the folding mechanism. With the facilities agreement, arjo will fit permanent leg locks as the leg folding mechanism is not used by the facility.